Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delayed therapy delivery due to programmed settings. The device performed as intended, but delayed shock delivery due to rate smoothing pacing. The patient was symptomatic to the delay in therapy. A guidant technical services consultant reviewed faxed rhythm strips and noted that delivered anti-tachy pacing (atp) was unsuccessful in converting the patient's arrhythmia. After discussion surrounding programmed settings, the physician elected to reprogram the device to prevent any subsequent delays in therapy.